Event description:
It was alleged that due to a monarc sling device the pt has suffered infection or inflammation, tissue abrasion, severe permanent bodily injuries and has experienced significant mental and physical pain.

Manufacturer narrative:
Should additional info become available regarding this event it will be re-evaluated and a follow-up report will be sent.